Event description:
#Medwatcher #(B)(4). Since I got essure I have had severe pain , irregular periods, several a month, weight gain and the pain is so bad will take you to your knees. I wish I would not have let my doctor talk me into getting this done but he talk so highly and how wonderful it was. Its a joke .....